Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that it remained in the pre-deployed position, which did not match the reported product experience that during needle plunger removal, when the suture was pulled taut, the whole suture pulled out from the vessel. However, attempts to clarify the incident from the site have been unsuccessful. The device appears to have to been inserted into the patient anatomy indicated by the presence of dried blood on the device. Although, the lever was activated to deploy the foot, indicated by the presence of slack on the link, the needle plunger was never deployed. During testing, the needle plunger was reinserted resulting in appropriate anterior and posterior needle-to-cuff capture. This type of product experience can occur when enough tissue is not captured during needle plunger deployment, when the device is deployed outside the artery, and if the operator applies excessive pressure on the suture while attempting to advance the knot. The device performed according to specifications and the investigation did not detect a manufacturing or quality deficiency. A possible cause for the reported experience could not be determined. There does not appear to be any indication of a lot specific product quality deficiency. A review of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and its investigation findings. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during needle plunger removal from the body of the device, when the suture was pulled taut, the entire suture pulled out from the vessel. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The operator of the device was reportedly trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The estimated date of the event, which was reported as occurring three weeks ago from (B)(6) 2011.